Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was 600 mg/dl. Reportedly the customer reverted to manual injections to address bg, and continued using manual injections as backup insulin therapy.